Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) would not power on. The device was contaminated. Moisture was found inside of the device. The main printed circuit board (pcb), keypad flex, encoder assembly, four knobs, lower case, display, display frame, four display frame screws and six main pcb screws were contaminated. The hanger assembly and upper case were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.